Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated that the phlebotomist attempted to retract the needle of the device into the safe position. The tubing of the device detached and the phlebotomist was unable to fully activate the safety device properly. This condition left the needle tip exposed and the device unsafe. No needlestick took place. There was no patient or clinician injury. The device was discarded and is not available for evaluation.